Event description:
A male patient contacted lifecor customer support to report that he noticed his monitor screen was blank. He took the battery pack out of the system and the battery contact fell out of the monitor. Support sent the patient replacement battery packs and a replacement monitor.

Manufacturer narrative:
Device manufacture device: monitor-03/2003. Battery pack-09/2006. Battery pack-03/2003. Device evaluation summary: device evaluations of monitor, both battery packs have been completed. The reported problem was confirmed. The monitor had a damaged battery connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned connector. The connector was repaired. The monitor was retested and then restocked. Both battery packs had damaged battery connectors. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connectors were repaired. The battery packs were retested and then restocked. The damaged connectors on the monitor and battery packs were replaced. No adverse events resulted from the damaged monitor and battery packs. The patient received a replacement monitor and two replacement battery packs.